Event description:
The pt reported that subsequent to the implant of a protegen sling for treatment, pt was told the "sling had cut into the urethra and a repair had to be done". Pt reported experiencing pelvic pain, pain and burning with urination, urgency, frequency, urinary retention, incontinence, leakage, dyspareunia, and vaginal discharge with odor. Pt reported the device was removed in 1999. The device was not returned for eval. Therefore, no failure analysis is available. Without evaluating this device, co was unable to determine if the device met specifications, and co was unable to determine the specific relationship of the device to the event. Directions for use outline as potential complications: "urinary retention or temporary or permanent lower urinary tract obstructions may result from over correction induced during a urethral sling procedure."